Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight continued to be unknown. The company representative thought she might be able to get the serial number o the programmer/tablet being used during the incident. The company representative would call back for follow-up.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. The main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone 20 mg/ml at an unknown dose, clonidine 100 mcg/ml at an unknown dose, bupivacaine 20 mg/ml at an unknown dose, and unknown baclofen 30 mcg/ml at an unknown dose via an implanted pump for non-malignant pain. It was reported a programming error occurred and the wrong drug concentration was entered. It was noted the physician was aware and purposely entering the bupivacaine concentration incorrectly so that he did not need to redo the programming. The programmer had the concentration listed at 35 mg/ml, but they had been filling the pump with 20 mg/ml of bupivacaine. Bupivacaine was not the primary drug. The physician was aware that the patient was not getting the dose that the programmer was reflecting for the bupivacaine. Patient symptoms were not reported. The event date was asked and unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician h6. Device code: was updated/corrected to c7612. The programmer reflected an inaccurate drug concentration as a result of the hcp¿s discretion. There was no indication that the device was not functioning as intended or a report that the patient was not actually receiving the hcp¿s intended dose though the programmer. If information is provided in the future, a supplemental report will be issued.